Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The verification and all parameters were approved. No abnormalities could be found during the ventilation for a longer period of time. The ventilator passed the tests and functioned normally. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator did not deliver volume to the patient. There was no patient harm. Manufacturer's ref. #: (B)(4).